Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to patient use, the cardiosave intra-aortic balloon pump (iabp) alarmed "iabp may require maintenance". There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer evaluated the user department reports that the alarm "iabp may require maintenance". Checks show that the drive regulator calibrations are not out of range. Fse replaced muffler 2 pieces and change 1 piece of muffler <100 micron. The new one will be replaced free of charge because the machine is under the company's warranty. After replacing the aforementioned parts it was found that the machine was able to perform drive regulator calibrations. The machine no longer displays the message "iabp may require maintenance". Test the use of the machine the machine can be used normally. The machine can be used normally.

Event description:
N/a